Event description:
It was reported that during a routine follow-up, high pacing lead impedance and an increased capture threshold were noted. Patient condition was good and a routine three month follow-up was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead continued to show high pacing impedance and high capture thresholds. Lead was capped and replaced. There were no adverse consequences for the patient.